Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results for two pre-mortem organ donor samples which were not consistent with nat testing. The customer does not have any information regarding the disposition of the organs. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): on (B)(6) 2024, sid (B)(6), initial result = 5.72 s/co, repeat results = 6.56, 5.62 s/co (59357be00); nat result = negative for troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive. Ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6), initial result = 10.56 s/co, repeat results = 10.88, 10.47 s/co (59357be00); nat result = negative. There was no impact to donor management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and a field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot number 59357be00. A ticket trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformances, potential nonconformances or deviations associate with lot number 59357be00 and the complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. A review of field data for alinity s anti-hcv was performed. Overall reactive rates for alinity s anti-hcv, ln 6p04-60, lot number 59357be00 at cus062 immunogen infect disease pa (USA), applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group the performance of ln 6p04-60, lot number 59357be00 is within product requirements and comparable to other ln 6p04-60 lots analyzed in the comparison. The specificity at cus062 immunogen infect disease pa (USA) for lot 59357be00 is within the package insert representative data confidence interval of 93.51 - 100.00 for cadaveric specimens. Lot number 59357be00 was not tested at peer sites. Based on the investigation, no systemic issue or deficiency was identified. The alinity s anti-hcv reagent, lot number 59357be00, is performing as expected.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results for two pre-mortem organ donor samples which were not consistent with nat testing. The customer does not have any information regarding the disposition of the organs. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): on (B)(6) 2024, sid (B)(6), initial result = 5.72 s/co, repeat results = 6.56, 5.62 s/co (59357be00); nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6), initial result = 10.56 s/co, repeat results = 10.88, 10.47 s/co (59357be00); nat result = negative. There was no impact to donor management reported.